Event description:
It was reported that the left ventricular lead exhibited loss of capture. X-ray confirmed lead dislodgement. The patient would be scheduled for lead repositioning.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.